Event description:
The standby display was red, and the buzzer was sounding. Improved by inserting and removing the pad pack.there was no patient involved in this event.

Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 4th april 2017. Throughout the investigation, the green status led flashed as normal and the red status led and failure chirp did not activate outside of specification. No measurable fault was identified on the membrane or the status led/beeper circuitry. Information from the device memory showed the device failed no self-tests, which is the normal condition required to activate the red status indicator. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be retained and replaced with a new hdf-3500.

Event description:
The standby display was red, and the buzzer was sounding. / improved by inserting and removing the pad pack. There was no patient involved in this event.